Event description:
On 06/21/2023, it was reported by a arthrex employee via sems that an ar-9821 ablator and ar-9845 ablator, and ar-9800 console are showing error 36 "output failure". This was discovered during a case, surgeon needed to create a larger incision to finish case.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Based on the image submitted for evaluation from the field, it is evident that the device was cracked intraoperatively. Since the device was not returned for evaluation, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the power supply.